Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the vessel sealer extend instrument would not unclamp from tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The vessel sealer instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively wit a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The jaws unclamped properly after testing. The instrument passed the electric continuity test. There was no problem detected. A review of the advanced log was performed by an isi failure analysis engineer. The following additional information was provided: the vessel sealer extend (vse) instrument lot# k14250810-0049 was installed and passed homing once. A quantity of 2 cut complete events were noted. E-100 logs show 3 seal events with no errors. Logs showed 1 instrument high initial starting impedance errors but no such error was seen in e-100 logs. I do see 2 instances of error 256 for the emergency stop button being pressed by the user. However, the instrument was only used for 1.67 minutes. Nothing from the logs points to the unclamping complaint.

Event description:
Refer to h11 for follow-up information.